Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated in patient using multiple programmers and also when it was removed. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.